Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the following information, it is presumed that the user applied excessive stress to the bending section which caused the damage of bending tube. - device inspection result shows breakage of the bending tube. - IFU says that the bending section may be damaged by inserting the insertion section with excessive force. - according to similar complaint, user¿s manipulation so as to apply excessive stress to the bending section may have caused the bending tube to break and protrude from the a-rubber. - CAPA review found that the bending tube may be damaged by inserting device with excessive force while the bending section is being bent when approaching to inferior calix or ureter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the bending section was broken and the inner metal was protruding. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.